Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. The customer's concern regarding failed accuracy was unable to be confirmed. However, the delivery accuracy testing on the pump, supports the complaint. According to the investigation, the delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. According to the investigation, the pump's expulsor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical pump failed an accuracy test. There was no patient present at the time of the event. There were no reported adverse events.